Event description:
The pt's system was explanted due to pain at the pocket site. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were kept by the pt and will not be returned for evaluation. A review of the device history records for ipg and leads was completed, and no anomalies were noted. This is the final report.